Event description:
An valiant stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter descending thoracic aortic aneurysm and type b aortic dissection. The smallest diameter of the true lumen was 19 mm and the maximum aortic diameter at the level of the smallest diameter of true lumen was 40 mm. It was reported that three months post implant, a CT with contrast noted the appearance of a collection of increasing size in the periphery of the stent graft which resulted in a new clinical event/intervention. Approximately six weeks later, a CT with contrast showed the outer aneurysm diameter was 56 mm against 67 mm previously. This did not result in a new clinical event/intervention. The investigator confirmed this is an intramural hematoma. No germ and spontaneous resolution after puncture. No additional clinical sequelae were reported and the patient is clinically asymptomatic. Review of several photos from cta studies showed that there was a possible hematoma surrounding the taa implanted with a thoracic stent graft. An image shows that the hematoma was punctured, and following the puncture a few weeks later the size of the hematoma appeared substantially reduced. No stent graft issues could be seen and the cause of the hematoma could not be determined.

Event description:
Additional information that the intramural hematoma was related to procedure.

Manufacturer narrative:
(B)(4). Evaluation, method: (film). Results: patient¿s condition affected effectiveness of device (pre-operative type b dissection). Conclusions: device failure lack of effectiveness related to patient condition (pre-operative type b dissection).